Event description:
Information was received indicating that it was observed that this cadd prizm vip pump gave error 10037. There are no known adverse effects.

Manufacturer narrative:
One cadd prizm prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of eror code 10037 was verified. The event log did not show the error. Service will replace the motor as prevetative measure. Use testing was performed. The problem source is unknown.